Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the infusion set and cartridge. The customer's blood glucose level was 500 mg/dl and was lowered to 300 mg/dl with an insulin injection. As the supplies had been changed prior to contacting tandem customer technical support (cts), a system check was unable to be performed to determine a possible cause of this occlusion. After further troubleshooting with cts, the customer later reported that the bg's had been lowered to target level.